Manufacturer narrative:
This report is submitted on september 14, 2020.

Event description:
Per the clinic, the device was explanted on (B)(6) 2020, due to incorrect placement of the electrode array. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on 8 october 2020.